Event description:
Information was received indicating that a smiths medical pump was constantly beeping. There was no reported adverse events.

Event description:
Investigation completed and summarized in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 complaint of constant beeping was not verified on power up or in the event log. Preventative measure was taken to replace the downstream sensor. Physical condition reported good with scratch on screen. Device passed all functional testing.